Event description:
Hcp reported the pt presented with a recent increase in the pt's usual pain. An MRI was performed which showed no mass. There was no flow from the sideport; the catheter was obstructed. The catheter was then explanted and replaced in 2004. The pt is reported to have recovered without sequela and is "doing well".